Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The case worker from the hospital reported via phone call that customer were hospitalized due to hyperglycemia and diabetic ketoacidosis on unknown date. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they performed the high pressure test and self test and were passed. The device will not be returned for analysis.